Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that there was a possible issue with the hv capacitor on this defibrillator. There was no patient involvement. The device was not in clinical use at the time of the reported observation.